Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the criteria for the right ventricular lead integrity alert were met. It also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 15 non ¿sustained tachycardia episodes of less than 220 ms cycle length recorded on (B)(6) 2014; 18256 lifetime v-sic occured since implant. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the conditions for non-sustained tachycardia and v-sic. Maximum ventricular pace impedance rises from an approximate baseline of 950 ohms to greater than 2000 ohms the week ending (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high short interval counts (sic) and increasing impedance values. A lead conductor fracture is suspected. The lead was capped and replaced. The implantable cardioverter defibrillator (ICD) had unsuccessful telemetry b and c. The device was explanted and replaced. No patient complications have been reported as a result of this event.